Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the patient was experiencing diaphragmatic stimulation due to the rv lead. The device output was reprogrammed to a lower setting and the device remains in use. No patient complications were reported as a result of this event.